Event description:
It was reported that the device would intermittently display therapy leads off. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the programmed therapy pcb.